Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were stuck on the data synchronization page. A technical support specialist performed a backup of all five impacted stations. Knowledge article (proper data sync 2.0 procedure) was followed for manual synchronization instructions. Each station was re-synchronized one by one. The customer tested each device and confirmed they were able to get them working successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, 5 device was stuck on data sync page and unable to accessible to nurse. There were no adverse events or injuries reported based on this event.